Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the images of the previous patient were mixed into the images of the current patient. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis shows that no hardware or software issues were observed. As per the complaint description the image from a previous examination mixed with the image during roadmap. When the user created a new image for roadmap the issue did not happen again. The examination was finished on this system. According to the customer service engineer (cse), the issue could not be reproduced at the customer site. Due to the fact that the issue did not resurface, this is categorized as single event. No service activity was performed on site by the cse and the system is in a proper condition and functions as specified. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.